Event description:
I had allergan textured breast implants implanted in me following my mastectomy in (B)(6) 2015. Within three months I developed svt supra-ventricular tachycardia. I have suffered from the past four years and have had to be taken to the hosp and have my heart restarted twice during this time. Additionally, these implants have caused me to have chronic fatigue, nausea, pain and swelling of my breasts. They also have made my breasts rock hard. Contracture have formed in both breasts. I have also developed cysts and lumps under my armpits, requiring medication and physician intervention. This has lead to bouts of depression, loss of time at work and care of a counselor and psychiatrist. I am having the implants removed next month and will be tested for bia-al-cl cancer at that time. FDA safety report ID# (B)(4).